Event description:
The account alleges that during a secondary a-fib ablation procedure, the needle pierced the transeptal sheath before the transeptal puncture could be completed. The sheath was successfully exchanged. Approximately 60 min into the procedure, a pericardial effusion was noted by the attending physician. An emergent pericardiocentesis was performed but the patient's effusion continued. The patient required surgical intervention to prevent cardiac tamponade. No additional consequences to report.

Manufacturer narrative:
The suspect device will not be returning for evaluation. A lot number was reported, and a review of the manufacturing history record is in progress.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.